Event description:
A home patient's spouse contacted baxter's technical service center for assistance. Per initial report,the patient line of the homechoice set became disconnected from the patient's transfer set.baxter's technical service center assited the home patient's spouse in ending the therapy early. No patinet injury or medical intervention was indicated at the time of the initial report.